Event description:
On (B)(6) 2013 it was reported that the pump's loss of prime alarm occurred more often than expected by the user. The reporter stated that the cartridge was changed, but the loss of prime was not corrected. The reporter stated that the cartridge cap and battery cap are both secure. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.